Event description:
Distributor representative reported a cerebrospinal fluid (csf) leak after a chiari malformation decompression procedure. Duraguard (synovis surgical innovations) and duraseal were used in this procedure. Distributor representative reported, the surgeon stated the patient has a possible history of seizures. Approximately 6 weeks postoperatively, patient presented with seizures and was readmitted. A MRI confirmed csf leak with a small pseudomeningocele. A re-operation was done to repair the csf leak. Following re-operation, patient recovered without further incident.

Manufacturer narrative:
A csf leak with pseudomeningocele was reported following a cranial procedure in which duraseal was used. A re-operation was done 6 weeks after initial surgery to repair the csf leak. Following re-operation, patient recovered without further incident. As described in the duraseal instructions for use (IFU): "the duraseal dural sealant system is intended for use as an adjunct to sutured dural repair during cranial surgery to provide watertight closure." The IFU further cites the incidence of csf leaks in the clinical study: "the incidence of post-op csf leaks in this study was 4.5%. Of these 1.8% were incisional and 2.7% were pseudomeningoceles."